Event description:
Implant surgeon reported to our sales rep that some misdrillings happened with the reported device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.